Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with high blood glucose. They were treated and released on the same night. The customer was also hospitalized on (B)(6) 2017 due to a high blood glucose level of 473 mg/dl and diabetic ketoacidosis. The customer stated they kept treating their blood glucose but it would not come down. They were currently at the hospital with an insulin drip. Their current blood glucose level was 212 mg/dl. Troubleshooting was performed on the insulin pump and insulin exited without incident. The device passed the basic occlusion test. The device beeped during the tone test. The device will not be returned for analysis.